Event description:
It was reported that the ventricular lead threshold had risen and lead impedance was 1477 ohms on pacer dependent patient. The lead was capped. No patient complications have been reported as a result of this event.